Event description:
False negative result(s). This test gave me a false negative twice!! I know I do indeed have covid because I took two other rapid tests from a different brand and a pcr test and those were all positive. Do not buy this test!!! It is not accurate at all